Event description:
According to baxter united kingdom, a hosp reported two incidents of tubing leaks during automated peritoneal dialysis cycler treatment. Location of the leaks was reported to be where tubing is threaded through the cycler's pump. Tubing sets were replaced at the time the leaks were discovered. According to the baxter complaint coordinator there was no medical intervention and no pt injury.